Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the liner would not lock into the acetabular cup as the locking ring was twisted. Another acetabular cup was utilized to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the evaluation, it appeared that there was a malalignment with the cup and liner resulting in the twisting of the locking ring. Once the locking ring was compromised locking of the liner would not occur.